Event description:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, several new open electrodes were noted at patient's annual appointment.